Event description:
It was reported that pump screen was damaged and not responding. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined transfer to technical support for further troubleshooting, and case was documented and closed with no additional actions reported.